Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was recently hospitalized due to diabetic ketoacidosis. Blood glucose level at the time of the incident was 800 mg/dl. The customer stated that he soiled himself while urinating. Blood glucose level at the time of the call was 446 mg/dl. The customer also reported that the insulin pump had a battery out limit. The customer was sent a replacement battery cap. Troubleshooting did not show any malfunction of the insulin pump. The insulin pump was not replaced or returned for analysis.